Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30769634l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring, pericardiocentesis, surgical intervention and percutaneous cardiopulmonary support (pcps). During pvc procedure, during right ventricular outflow tract (rvot) ablation, immediately after the final ablation, the pulse cycle was prolonged and arterial pressure also decreased, so tamponade was suspected. Pericardiocentesis was performed at pm 19:30 on (B)(6) 2022. Both blood pressure and pulse rate were stable. But they continued to extract no matter how much drainage was performed, so they were considering whether to open the chest. After the pericardiocentesis, although the patient¿s condition was stabilized in the catheter room, a thoracotomy was performed. On (B)(6) 2022 13:00, pcps was removed, the patient was extubated, and consciousness returned. The physician's opinions on the relationship between the adverse event and the product: the physician who was leading the catheter ablation commented that there was no abnormality such as impedance and contact force during the ablation procedure. But it might have been affected by the fact that the catheter was slid quite a bit. This adverse event was discovered during use of biosense webster products. The physician's opinion on the cause of this adverse event was that it was the procedure. The physician commented that although there was no abnormality in impedance, contact force, etc. During ablation, it might have been affected by the fact that the catheter was slid quite a bit. The patient outcome of the adverse event is improved. A smartablate generator with unknown serial number was used. No errors observed during the procedure. Real time graph; dashboard; vector force visualization features were used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 10-aug-2022, bwi received additional information regarding the event. Drainage and open surgery were performed as intervention. No transseptal puncture performed. No evidence of steam pop during the procedure. It was not reported that inappropriate use was conducted without instructions for use (IFU) regarding catheter flow settings, catheter settings on generator, pump switching from low to high, visitag parameters, additional filters or color options used with visitag. No error observed during the procedure. Real time graph; dashboard; vector force visualization features were used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).